Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No button error alarm. Insulin pump received with minor scratches on display window, cracked reservoir tube lip, missing end cap sticker and scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear the alarm. The customer stated that they went swimming and did not wear the insulin pump while driving home. The customer's blood glucose was 382 mg/dl. The customer stated that they did not have a long lasting back-up plan but they had syringes and insulin. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.